Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked; further described as "leakage in heating bag to cassette connection." This occurred during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, self-test and priming testing were performed with no issues noted. An underwater pressure test was also performed with no issued noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.